Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification and mild tortuosity. The 3.0x48 mm xience xpedition stent was implanted and a long distal edge dissection occurred. The 3.0x23 mm xience sierra stent was implanted to treat the dissection but another dissection occurred. A 3.0x15 mm xience sierra stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.